Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the catheter tip.

Manufacturer narrative:
During DHR review: all required challenges samples and testing was conducted per specification in accordance with the setup and in-process sampling plans during the build of the product. No quality notifications were initiated during production. Received a 22ga iag bc assembly inside an open package from lot number: 8150511. Visual/microscopic evaluation: a white-clear particle speck was observed on the bevel of the cannula. The photos displayed white particulate similar to that of the returned unit. The particle observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the catheter tip.